Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during use of the cusa clarity 36hz handpiece (c7036) even if the amplitude was set to maximum, with selectivity deactivated, the output did not exceed 20%. There was no patient injury; however, there was increased surgery time of more than 30 minutes. Additional information received as follows: hospital is (B)(6). What type of procedure? Liver surgery removal 4° segment. How did the medical team finalize the procedure? They could accomplish surgery to the end. Did they use another available handpiece/ switch to another method? No answer received.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa clarity 36hz handpiece (B)(6) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed, failure analysis - investigation of the returned device shows that the reported incident is confirmed. The amplitude test fails, and the handpiece is very loud. As a result, the entire handpiece needs to be replaced. Root cause - the root cause is confirmed as amplitude failure. No corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.